Event description:
It was reported that the patient received a notifier after myopotentials were sensed. The patient was scheduled for a follow up. The condition of the patient is stable. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.